Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2016 during which time the ipg was relocated and the pocket revised due to discomfort at the ipg site. The issue is resolved.